Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual injection was administered and a correction bolus was delivered to address bg. A supply change was performed resolving the alarms. While performing a supply change, insulin was not observed to be dripping out of the infusion set tubing and cartridge tubing during the load fill tubing sequence. Reportedly, the customer did not remove air from the cartridge. Tandem technical support guided the customer on the air removal process. Customer's blood glucose was 150 mg/dl. The customer changed supplies and resumed insulin delivery.